Event description:
Per the audiologist, the patient has been unable to hear with the cochlear implant system beginning approx in 2007. Exchanging external equipment did not solve the problem. Results of an integrity test done in 2008 showed the cochlear implant was not functioning. Explantation/reimplantation surgery had not been scheduled at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.